Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(4)): the infusion was not completed. The drug (5-fu) used did not perfuse in its totality. The product is not in conditions for clinical practice. The infusers were intended for continuous infusions of 5-fu in cancer patients with functioning catheter and when removed after 7 days still contained a volume considerably higher than the described residual volume, causing a serious malfunction, because it corresponds to a significant fraction of treatment that was not administered. The pt did not do the treatment in its entirety which is a situation of great preoccupation because it is a cytotoxic.

Manufacturer narrative:
(B)(4). The device is currently on shipping from (B)(4) to b. Braun (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.